Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro-centrifuge vial. There was clear surgical residue on the product and lens surface. Visual inspection found the haptic torn. (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter stated that the surgeon implanted a 12.1 mm vticmo12.1, -16.5/+1.5/096 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2018. On (B)(6) 2018 the lens was re-positioned due to lens rotation not associated to a low vault. On (B)(6) 2018, the lens was exchanged with a same size, different model lens. Reportedly, the lens exchange resolved the problem.